Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the customer reported having trouble getting the clips into the applier. The clips got stuck halfway when used with the applier. The nurse said the issue was specifically with the applier and not the clips. No pt injury reported.